Event description:
It was reported that the pt underwent a gynecological procedure and mesh and a monarc sling (ams) was used. The pt experienced multiple complications, including erosion, formation of scar tissue, add'l surgeries and neurologic compromise to her structures and tissues. No add'l info has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.